Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, myocardial infarction (mi) and stent thrombosis occurred. Clinical status assessment was performed and the patient was referred for cardiac catheterization. The target lesion was located in the saphenous vein graft (svg) of the 2nd obtuse marginal branch (om2) with 80% stenosis and was 24mm long with a reference vessel diameter of 4mm. A kinetix guide wire was advanced and was placed into the distal vessel, however, it kept kicking out of the artery and was removed. Subsequently a non-bsc guide catheter was advanced through the artery which provided excellent support. The physician treated the lesion with placement of a 4.00x24mm promus element plus stent, with 0% residual stenosis. In (B)(6) 2013, the patient presented with some ongoing chest discomfort, but the EKG was non diagnostic. The patient underwent angiography which demonstrated stent thrombosis. The site also reported an event of myocardial infarction. The patient was hospitalized on the same day and cardiac catheterization was recommended. The 100% restenosis as well as stent thrombosis in the previously placed study stent was treated with balloon angioplasty, angiojet atherectomy and placement of a 4x24mm promus element stent slightly overlapping the previous study stent with 0% residual stenosis. The event was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).